Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, missing endcap sticker, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer called and reported that she pressed the drive support cap into her insulin pump and insulin squirted out her infusion set. The drive support cap was described as being flush. Customer stated she did press it while connected, delivering insulin to her body, but said she was able to treat before blood glucose got too low. Customer's blood glucose went down to 3.6 mmol/l. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.